Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to her low blood glucose two months ago. The customer stated that she was not taken to the hospital and was treated with orange juice. Troubleshooting was performed. Reviewed the programming and the bolus history, time, date and basal rates were correct. The caller stated that the reservoir shows the same amount of insulin as shown on the status screen. No further information was provided.